Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2016. Lens rotation occurred, and a yag and re-positioning of the lens were performed. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Initial MDR date received by manufacturer 08/21/2016. No similar complaints were reported for units within the same lot. Corrected data: a -14.0/+4.50/68 diopter. (B)(4).

Manufacturer narrative:
Additional information:first repositioning of lens occurred (B)(6) 2016. The second repositioning occurred (B)(6) 2016.